Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the emergency room with far p-wave oversensing diagnosed as non-sustained lead noise. Further evaluation of the lead position and programming changes were recommended.